Manufacturer narrative:
Initial reporter- phone: (B)(6). Initial reporter- zip code: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported unknown side "implant rupture". Device remains implanted.